Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing red heart and yellow wrench alarms while in bed at home. The pt was admitted to the hosp. The pt continued on lvad support with no further issues reported. A year later, it was reported that a decision was made to replace the lvad with the MFR's clinical trial lvad due to a driveline infection.

Manufacturer narrative:
The explanted device was returned to the MFR for eval. The evaluation of the pump revealed wear to the outer cam follower bearing, especially to the internal bearing retainers. The damage to the retainers caused significant outer race play, the misalignment of the internal components, and the outer race of the bearing to contact the adjacent rotor structure, which led to the bearing to intermittently bind under loaded conditions. Although the condition of the pump bearing as received could potentially contribute to the interruption of pump function, the evaluation could not clearly determine the condition of the bearing or its relation to the reported red heart and yellow wrench alarms. Evaluation of the device also revealed inflow valve incompetence as a result of a tear in the inflow valve left cusp leaflet. The result of the tear would contribute to valve regurgitation, which could in turn contribute to increased beat rates and flows when the device is operated in auto mode. Significant distal valve distortion was also noted in the inflow valve during evaluation. Finally, the examination of the pump assembly also revealed a kink resulting in graft distortion beneath the bend relief. The result of the distortion may have contributed to high after load, which in turn would contribute to high pump chamber pressure during eject. Bearing wear issues are currently being addressed through the MFR's design change system. No further info is available. The MFR is closing its file on this event. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our corrective and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in timely manner.